Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exit block due to a possible lead fracture. Upon further investigation, it was noted that the lead was not fractured, but that the lead pin was not inserted all the way in the header connector. The lead pin was reinserted and the lead remains in use. No patient complications have been reported as a result of this event.